Event description:
It was reported that the table sheets did not have enough grip to hold the patients position and three patients had slipped on the table while using the table sheet from the convenience kit. One patient was placed in a deep trendelenburg and the patient was observed sliding off the table. The table sheets were used as a positioner and off label use was conducted. No patient complications have been reported as a result of this event.